Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff did not inflate. The customer reported that the unit had a faulty pivot balloon and a possible broken spring. There was no reported patient outcome.